Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost the ability to move the legs. It was also noted that the patient was had an oozy wound. The patient underwent a revision procedure wherein the physician opened the incision site and cut the lead at the proximal end and removed it leaving the ipg. The patients legs went back to normal postoperatively. No device malfunction suspected.